Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. Although request, affected device was not available for return to hollister. Neither device nor lot number provided therefore DHR review and sample examination not possible. Hollister is unable to determine a root cause for this reported event.

Event description:
It was reported that the adhesive on the endotracheal tube wrap on the anchor fast endotracheal tube holder was compromised when heated (body temperature) or wet (secretions). The endotracheal tube was found at the wrong depth (migrated 2cm) and found to slide in and out easily. There was no extubation. The endotracheal tube was advanced to the proper depth and the anchor fast device was replaced with a new one.